Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted multiple "high pressure" alarms. Functional testing included use testing. The pump was powered on with a cassette attached and once the start button was pressed, the pump alarmed "no disposable, pump won't run." The downstream occlusion sensor was replaced to address the issue. Based on the evidence, the complaint was confirmed. The root cause was attributed to the downstream occlusion sensor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a high pressure alarm and was not sensing the disposable. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Event description:
The reported problem of the pump alarming was caused by the pump being dropped at a height of one or two feet. The point of impact was to the reservoir which had already been attached. The pump started alarming after the impact. The pump was dropped before it could be placed on the patient. The reported product fault did not occur while in use with a patient. The product issue did not cause or contribute to patient or clinical injury.